Event description:
Related manufacturer reference number: 2017865-2023-23548 during a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.